Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was off by one hour due to the customer not adjusting for daylight savings. The customer's blood glucose level was 214 mg/dl. The customer adjusted the pump time and resumed insulin therapy.